Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a burnt smell coming from the bezel area. When 1st turned on could see service screen; no longer can see service screen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Per source notes, it was confirmed that the customer declined quote for service and repair. No additional details regarding the reported issue and its resolution are available. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.